Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported she was in the emergency room due to high blood glucose and was then admitted to the hospital due to kinked cannula. The patient's blood glucose was 858 mg/dl when she went to the emergency room and was hospitalized as blood glucose levels were still high. The infusion set was in use for 2 days. The patient received insulin drip as corrective measure in the hospital. The patient stated she had one more kinked cannula issue in the past. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.